Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hwc, ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a one (1) 3.5mm locking compression plate with 10 holes and eight (8) screws implanted on a primary surgery for a midshaft humerus fracture. The patient presented after a fall with a bent plate. The plate did not break and the screws did not pull out. The patient told the surgeon the hardware had failed and threatened litigation. Patient status and outcome were unknown. Concomitant device reported: unknown screws (part#: unknown, lot#: unknown, quantity: 8). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).